Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving morphine at a n unknown dose and concentration via an implantable pump for malignant pain. It was reported that the spinal segment of the catheter was replaced due to the old catheter protruding through the midline incision. Poor healing due to chemotherapy may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.